Manufacturer narrative:
A review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. The device remains implanted and is not available for investigation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, a patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On unknown date in (B)(6) 2019, a reintervention was performed to implant the additional stent graft, 23 mm aortic extender component, proximally and to implant two epic stents in a right external iliac artery. Reportedly, epic stents were implanted far from the distal end of the contralateral leg component. The reason and any relationships with gore's devices of the reintervention in (B)(6) 2019 were unknown. Also, it is unknow if there was anything in patient¿s anatomy caused or contributed to the event. Additional information was requested but is not available. Reportedly, the patient tolerated the procedure.

Manufacturer narrative:
B5: event description was updated. H6: code c19- a review of the manufacturing record for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for investigation. The reason and any relationships with gore's devices of the reintervention in january 2019 were unknown. Also, it is unknown if there was anything in patient¿s anatomy caused or contributed to the event. Additional information was requested but is not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the physician and patient should review the risks and benefits when discussing this endovascular device and procedure including: the possibility that subsequent interventional may be required after initial endovascular repair. The final treatment decision is at the discretion of the physician and patient.

Event description:
On (B)(6) 2017, a patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder®aaa endoprostheses. On unknown date in january 2019, a reintervention was performed to implant the additional stent graft, 23 mm aortic extender component, proximally and to implant two epic stents in a right external iliac artery. Reportedly, epic stents (12mm x 4) were implanted far from the distal end of the contralateral leg component and were not in contact with other plc devices implanted at the right side. The reason and any relationships with gore's devices of the reintervention in january 2019 were unknown. Also, it is unknown if there was anything in patient¿s anatomy caused or contributed to the event. Additional information was requested but is not available. Reportedly, the patient tolerated the procedure.

Manufacturer narrative:
H6: remove code d12 from investigation conclusions.